Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14319. It was reported that the atrial lead exhibited sensing and threshold changes when the patient sat or stood. X-ray revealed that the implantable cardioverter defibrillator migrated creating tension on the atrial lead. The implantable cardioverter defibrillator was repositioned during an upgrade procedure on (B)(6) 2020. The patient was in stable condition.